Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 470 mg/dl at the time of incident and current blood glucose was 243 mgd/l. The customer was treated with manually with insulin pen. The customer reported that they had hardware low level failure alarm was reappearing. The customer alleges insulin pump was under delivering due be a motor error. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.